Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experience low blood glucose ranging from 50 to 56 mg/dl. The customer reported changing sensor. Customer reported treating her blood glucose with carb intake. The customer's blood glucose was 189 mg/dl at the time of call. The customer reported to have blood glucose of 234 mg/dl. The customer declined troubleshooting for low blood glucose. The pump will not be returning for analysis.